Manufacturer narrative:
Investigation summary there was a relationship between the reported event and the device based on review of the evidence provided. A clinical evaluation of the report and evidence was executed, and a rupture was confirmed ,however rippling can not be confirmed because there is not enough clinical evidence to support it.a complete review of the DHR for lot 23011365 was carried out, no deviation was found in the manufacturing process. Review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows:¿ rupture: breast implants can rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to happen when the implant has been in place for a long time. Rupture of a silicone gel-filled breast implant is most often silent (the patient does not experience any symptoms and there are no physical signs of changes with the implant) rather than symptomatic. Therefore, patients should be advised to have regular mris over their lifetime to screen for silent rupture even if they are not having any apparent problems. The first MRI should be performed at 3 years postoperatively, then regularly at 2-year intervals, and the images submitted to the treating surgeon. Patients should be provided with a list of radiology centers with experience with breast implant MRI to scan for signs of rupture. The importance of these MRI evaluations should be emphasized. If rupture is noted on an MRI, the patient should be strongly encouraged to have her implant removed. Rippling/wrinkling ¿ rippling is the cutaneous manifestation, visible or palpable, of the implant ripples and edge that are typically most apparent when the patient bends forward. In situations where the implant's soft tissue coverage is insufficient, these harmful effects become more apparent. Risk factors for rippling are related to the breast-tissue quality and low cohesivity of the implanted gel. Adequate coverage over the implant ripples is a mandatory element in preventing rippling or implant edge visibility. In conclusion, it was determined that a probable cause for the rupture reported was a cut resulting from a sharp instrument used which could have weakened the shell. Establishment labs will continue to monitor for similar complaints/trend.

Event description:
Germany. It was reported that, a patient who was implanted in (B)(6) 2023 reported acute pain 5 months after surgery, as well as a foreign body sensation. Eleven months later, there was persistant discomfort and still high riding implant, also a moderate latéralisation of the implant in the supine position and a painful scar on the right. It was decided to change the implant on the right side and reduce the implant pockets. During surgery, i.e. After removal of the implant, a rupture was discovered.

Manufacturer narrative:
Initial assessment: rupture: establishment labs requested (also traceability information) the unit and the following testing will be performed to determine the root cause of the event (including but not limited to: revision and characterization under the microscope of the rupture section, mechanical testing according to approved standards, etc.). Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. Additionally, no cases of rupture because of product failure have been reported to establishment labs ever. As stated in the literature, ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) Dfu revision: the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: ¿breast implants can potentially remain intact for decades in the body, but all such devices will fail at some point. Breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is most likely to occur; the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress, and weakening during implantation, age and design of the implant, submuscular rather than sub-glandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture¿.